Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 482 mg/dl. The customer fell asleep and had a headache. The customer treated their high blood glucose level with the insulin pump. The reservoir had air bubbles at the bottom. The device was not returned.